Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging thyroid issues, dizziness, and "falling over". There is no allegation of serious or permanent harm or injury. Multiple attempts have been made by the manufacturer to request return of the device for investigation. Attempts were made on 11 march 2025, 24 june 2025, and 03 july 2025 via e-mail and phone to the phone number listed. No product is returning. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging thyroid issues, dizziness, and "falling over". There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.